Event description:
In 03/2001, the MFR was notified that the physician attempted to use an atrial beveled tip cannula while cannulating the left atrium and was unsuccessful. The physician reported he tried to insert the bevel tip into the atrium for 10 to 15 minutes, "the top and the bottom of the bevel tip continued to get caught." He then cannulated the left atrium with an older style (previous version) cannula and was successful on the first attempts. The physician was then able to successfully place the atrial beveled tip cannula, that was attempted on the left side, on the right side without any problems.